Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37-38 mg/dl. The customer consumed jellybeans and lemonade to address low bg. The cause of low bg was due to the customer entering a bolus onto the pump as intended; however, bolus amount was too much insulin for the meal consumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.